Manufacturer narrative:
The system was explanted due to pocket pain. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention was undertaken wherein the entire drg system was explanted to address the issue.